Event description:
It was reported that the stim device was not working correctly when turned on. Device was working "perfect" until reprogramming occurred. Over the last 6 times of reprogramming nothing has improved. The patient experienced a loss of therapeutic effect and had symptoms of increased tremors and a decline in speech. There was no known accident or incident related to this event. It was noted that the patient's medication had been "reduced as well which could be part of the problem." The patient status was stated as "fair." Additional information had been requested, but was not available as of the date of this report. Refer to manufacturer report # 3004209178-2012-08419.

Event description:
Additional information received reported that the patient still had concerns with their device or therapy but did not seek further help. It was noted that the patient needed help adjusting stimulation. It was later reported that the patient was at the point where he could "barely" talk and his left side had tremors "it never had before."

Manufacturer narrative:
Product ID, 7482a51 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID, 7482a51 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID, 37642 lot# serial# (B)(4), product type programmer, patient product ID, 3389s-40 lot# v818127, implanted: 2011 (B)(6), product type lead product ID, 3389s-40 lot# v798257, implanted: 2011 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).